Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the display appears to be missing pixels. The format and information are display and legible but some of the characters have lines running through them. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Customer reported that after replacing the lcd display, the customer is still having issues with the display. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.